Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the device had no output; the main printed circuit board (pcb) assembly and output connector assembly were replaced as a preventive measure. It was also noted that the red display wire was pinched without compromise to the insulation, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) experienced no output on the atrial side while in use with a patient; a different epg was used. The epg has been returned for warranty repair. No patient complications have been reported as a result of this event.